Event description:
It was reported that upon review of a remote transmission, far r-wave oversensing was observed. Programming changes were recommended and will be made at the patients next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.